Event description:
Product analysis was completed on the returned vns generator. No anomalies were identified and the generator performed per specifications.

Event description:
Reporter indicated a vns patient was having increased seizures over the past several months that were felt to be due to a depleting vns generator, even though the generator was not at end of service (eos = no). The level of the seizure increase is not known, but is a general increase in the patient's seizures. No medication changes or vns setting changes precipitated the seizure increase. The patient had generator replacement surgery performed, and has been seizure-free since the replacement surgery. Attempts for product return are in progress.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Reporter indicated the etiology of the patient's seizure increase is unknown, but it was felt the vns was aging and that the "battery would stop". The increased seizure frequency was just increased seizures and not a new seizure type, and the level was greater than the patient's pre-vns baseline level. No other interventions were performed for the increased seizures, which were generalized tonic-clonic in nature. It was unknown if causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. The patient has been seizure-free since the vns generator was replaced on (B)(6) 2012. The explanted generator has been returned and is pending analysis.